Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date to receive a left hemi-arthroplasty. Subsequently, the patient is being considered for a pmi product on an unknown date due to excessive bone erosion of the glenoid. Patient currently only has a humeral stem and humeral head implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk stem; lot# unknown h6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6: proposed component code - mechanical (g04) - head. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date to receive a left hemi-arthroplasty. Subsequently, the patient underwent a revision on an unknown date to receive a pmi product due to excessive bone erosion of the glenoid. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b2; b4; b5; d2; g1; g3; g6; h1; h2; h6. The additional information received does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.